Event description:
It was reported to philips that the system turned off and did not start up anymore. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to additional information collected, the cardiac arrhythmia diagnostic procedure was completed by moving patient to another room. A philips field service engineer (fse) examined the system on-site and found that host pc didn't boot. The fse replaced the host pc with new hdd, and reloaded software. The malfunctioned host pc was returned to philips for further analysis, which confirmed that the host pc had failed due to a power supply or motherboard issue, preventing the s61 from booting. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.